Event description:
This rn was providing an ordered subcutaneous medication with the standard safety needle per hospital protocol, the needle was not safe, it did not retract as it should have once the injection was administered, it continued to stay straight out almost causing this rn to end up with a needle stick. Tuberculin needle- vanish point ii syringe ref number 10131- lot g388a.